Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced. A review of the event history log revealed multiple times "air-in-line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.